Event description:
The complainant had a impella cp placed for support of a patient admitted in acute myocardial infarction/ cardiogenic shock and was transferred to a tertiary center from the community. It was reported that while on support the patient expired. Later the abiomed's long-term outcome and quality indicator registry database reported upon two adverse events in the support time. The documentation noted a 'definite' relationship of the pump to the access site bleed and 'probable' to the limb injury and compartment syndrome. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella device as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-14317.